Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump froze and buttons had be pressed more than once. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that screen had water damaged and moisture damaged. The customer also stated that battery life was six days and had unexplained no delivery. The insulin pump will not be returned for analysis.